Manufacturer narrative:
1038671-2024-03437 d10: (B)(6) 02-012-49-2513 - logic cr tib insert slope ++, sz 2.5, 13 mm. (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 02-010-03-0325 - logic cr femoral cem, right, sz 2.5. (B)(6) 200-02-29 - three peg patella 29mm. Manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 70 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, joint pain, joint swelling and stiffness, tissue damage, revision surgery, loosening, polyethylene wear, osteolysis, synovitis, constrained liner revision, and polyethylene liner fragmentation. No further issues or complications were reported. No additional information is available.